Event description:
It was reported that during a hemorrhoidectomy procedure, although the firing handle was fully grasped, the washer could not be cut and the firing was not completed. The anvil was once released and closed. When the device was fired again, the firing was completed. It was found that a part of the staples, at the 9-12 of the clock direction, were unformed when the anastomosis site was checked. As the arterial bleeding occurred at the place, additional suture was performed by hand. And mucous membrane was not fully cut at the 3-7 of the clock direction. The doctor commented that the indicator was within range of the green gap setting scale. We have no further information about the amount of neither blood loss nor whether transfusion was performed or not. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.